Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:1627487-2022-05941. It was reported the patient's system was unable to set into MRI mode due to high impedances on both the leads. Troubleshooting was unable to resolve the issue. As such, surgical intervention took place wherein the leads were explanted and replaced with a new lead addressing the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.